Event description:
After the pt had the PICC placed w/out issue and the dressing placed, the pt said they felt hot, they started to itch. Face and chin were "burning", blood pressure was down (60/40), heart rate of 140, then eyes in back of head. They pulled PICC out gave oxygen, in 10 minutes pt was alert and much better. They double checked the set up and insertion and did not find any issues. PICC went in w/out issue or concern.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.